Event description:
A malfunction was reported on the pump after it was dropped on the floor. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.